Manufacturer narrative:
(B)(4). The device was returned and is currently in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The lot was manufactured from may 6, 2014 to may 7, 2014. Evaluation summary: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was received with approximately 40 ml of fluid in its bladder. Visual inspection was performed and found no signs of blockage or physical abnormality that could have caused the reported problem. A functional test was then performed in which the device's luer cap was removed and the unit was observed for flow issues. Continuous flow from the luer was observed during this test. The reported condition was unable to be verified. Should additional relevant information become available, a follow up report will be submitted.

Event description:
It was reported that a small volume infusor stopped infusing during patient infusion of an unknown drug. The device was filled slowly using the baxter-recommended filling procedure; however, priming was not performed and flow as not confirmed prior to the event. There was no patient injury or medical intervention associated with this event. No additional information is available.